Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that patient's system was unable to enter MRI mode and the patient experienced ineffective therapy. Troubleshooting revealed high impedance on the lead. As a result, surgical intervention may be undertaken to address the issue.